Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results from the meter memory. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 306 mg/dl and 313 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/13/2018 and open vial date at time of call is one month. The meter memory was reviewed for previous test result history: 317mg/dl, (B)(6) 2017, 12:11 pm, fasting: yes; 207mg/dl, (B)(6) 2017, 08:56 am, fasting: yes; 196mg/dl, (B)(6) 2017, 11:51 pm, fasting: yes; 234mg/dl, (B)(6) 2017, 01:51 pm, fasting: yes; 351mg/dl, (B)(6) 2017, 04:33 pm, fasting: yes. Memory concerns: all results.